Event description:
It was reported that during a surgical procedure the smart stapes piston was implanted in the pts ear. The surgeon noticed the piston was falling backwards against the facial nerve when placed initially and decided to remove it. During the removal procedure, the piston separated and fell into the pts middle ear. Most of the foot plate was taken out. The surgeon stated that it was difficult to retrieve the piston as it was against the facial nerve and had to remove 2mm of the vestibule. The incident resulted in extended surgical time as well as leaving the pt with some hearing loss and experience of dizziness since the procedure. The intended procedure was completed. Additional treatment was required, the graft from the pt's hand was used to replaced the 2mm vestibule. A new piston was implanted in the pts ear.

Manufacturer narrative:
An investigation was performed on the returned product. The investigation revealed that the product was not manufactured to specifications. A review of the DHR and previous complaint history has been done. Cyrus acmi will continue to monitor future reports.